Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited noise over-sensing, most likely due to electromagnetic interference (emi). No intervention was performed. The patient was stable.